Event description:
Complainant alleged that during biomed testing, the device would not deliver energy beyond 100 joules. Complainant indicated that there was no patient involvement in the reported malfunction.